Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward. Investigation description. Complaint could not be duplicated. A known-good supply cartridge connector was inserted and removed from drug chamber with no issues. The lead screw was able to rewind and prime successfully. No faults were found.

Event description:
It was reported that the user¿s ilet pump did not rewind as expected, with the display indicating rewinding while no motor noise was heard, and an insulin cartridge initially met resistance and became stuck before being removed; no liquid was observed inside the pump and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews, analysis of information provided by the user, and an attempted or planned evaluation of the actual device. Investigation of this case revealed no specific device problem could be identified and the device component involved could not be determined. No problem was detected. The details of the investigation are included in this case.